Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open pressure wounds under the electrodes and wires on his back. There was no alleged device malfunction contributing to the irritation. The patient was hospitalized due to having pneumonia. There is no indication that the skin irritation caused the patient to get pneumonia and become hospitalized. The nurse confirmed that she took the lifevest off the patient due to the skin irritation. Follow up indicated that the patient still has discomfort with the weight of the monitor and the pressure wounds have improved.